Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed inaccurate readings. After the inaccurate reading, the patient was dehydrated. A family member drove her to the hospital and she was admitted and treated for pancreatitis. Patient was treated with antibiotics, pain meds and anti-inflammatory medication. The patient was released two days later. The patient is reported to be tired. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).